Event description:
It was reported that a pt underwent a lateral episiotomy on (B)(6) 2010 and suture was used for continuous intradermal suture of the incision. Three days after the surgery, the suture broke in the middle. The surgeon used acrinol, antibiotics and potassium permanganate sitz bath to treat. There was no other complication reported. The incision healed and the pt was discharged one week later.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product eval is not complete. Any further info derived from the eval will be submitted in a supplemental 3500a form.